Event description:
It was reported that the compressor's drainage valve was found defective. There was no patient harm. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the drainage valve solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The drainage valve is powered with 12 v and electrically controlled by the printed circuit board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the printed circuit board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).